Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the device had air bubbles. The customer's blood glucose was 15mmol/l. Customer had completed a set change already. Advised customer to monitor and call back if problem persist.